Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the pulse generator exhibited far field r wave oversensing. No intervention was reported. The patient would continue to be monitored via follow-ups.